Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was showing a power on reset (por) message. It was unknown if any environmental or external factors led to the event. The patient's programmer could not clear the por. The issue has not yet been resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the error was not able to be cleared with the patient programmer. The clinician programmer was able to clear the por. There was no overdischarge of the ins. The patient was not near any sources of emi when the event occurred. There were no error codes displayed with the por. The cause of the por was not determined.